Event description:
Additional information was received. Hcp professional confirmed ((B)(6)). The patient underwent permanent implantation on (B)(6) 2024. On (B)(6), she contacted our service to report that she could no longer feel the stimulation, despite having increased the intensity. She specified that she had not experienced a fall and would schedule an appointment with the center to check the functioning of her ins. We confirmed with her that the therapy was indeed active. However, she was experiencing recurring issues with the bluetooth connection of her communicator, including the indicator light not turning on consistently and failed connections. She also reported seeing a software update screen on her communicator that day. She mentioned that these issues had been present since the beginning and that she had raised them several times. A new communicator and remote control were requested and sent. On (B)(6), the patient contacted us again. She explained that she now had to significantly increase the intensity (from 1.7 to 5.7) in order to fe el the stimulation. She reported experiencing shocks while walking and only had access to one active program. She stated that she felt very helpless and expressed feeling unheard by the medical team. She was considering discussing her care with the pain management center. On (B)(6), she called again to inform us that her surgeon had been "in a bad mood" during the adjustment session. She asked if it would be possible to see a technician without going through the surgeon. It was explained to her that such a request must be made by her physician. She therefore contacted her doctor. On (B)(6), the patient reported a new issue: her communicator no longer powered on at all. She attempted several re-pairing operations without success, even though the ins had been checked a week earlier. A new communicator was ordered again. On (B)(6) 2025, the patient reached out once more after several weeks of waiting for the communicator delivery. She explained that she was no longer able to adjust the stimulation intensity and was forced to remain on a setting she normally uses at night to sleep. This situation is preventing her from resuming normal professional activity. A new device was ordered that same day. Regarding the stimulation, she indicated that the intensity was stuck at too high a level, preventing her from sleeping properly. Although some elements in the file suggest the issue began in (B)(6), the first report was actually recorded earlier, on (B)(6), and confirmed again on (B)(6). The communicator has been replaced several times, but these interventions have not resolved the recurring technical issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The initial report was actually earlier, as it was logged on june 14, and then confirmed on july 10. The communicator has been replaced several times, without resolving the recurring issues. Each time, the tc and itc teams were notified by email. We do not have the serial numbers of the communicators that were replaced. They were returned to the hospital center where the patient was being followed, and we are unaware of what became of them. We also do not have the serial number of the ins, we only know the model number. For all other questions, they will let the tc/itc team members respond, as they might have more detailed information on the matter.

Manufacturer narrative:
B3: notified date corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was no longer able to connect with their stim, the communicator cannot be found. It was already replaced last (B)(6). Reset done, unpaired and re-paired. Still knocked out, bluetooth no longer lights up. The patient called us back after several weeks of waiting for the receipt of her communicator (B)(6), day of the order). They are currently encountering a major difficulty: no longer able to adjust the intensity of stimulation, she was forced to stay on an intensity that she usually uses at night to sleep. This prevents them from resuming their professional activity normally. A new communicator was requested.

Manufacturer narrative:
Continuation of d10: product ID th91scsp, product type product ID tm91scs. Product type b3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the communicators won't be returned for analysis as they have been discard ed. On the (B)(6), the patient had called back in to "medtronic assistance" to report that her new communicator, which she's had for a month and a half, is working very well. She also had a consultation with her primary care physician the week before and she is preparing to get back to work.